Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
The patient's spouse reported that the device had early battery depletion, but there had been no alert. The device remains in use. No patient complications have been reported as a result of this event.